Event description:
In 2008, the patient reported that her infusion device did not alarm e1 (cartridge empty). She stated that she did receive the a1 (cartridge low) alert. The patient is blind and was not able to review the alarm history of the infusion device or verify the serial number. She stated that someone assisted her with the infusion device in the morning and when the check button was pressed, the display showed "0" units remaining. She stated that she had attempted to deliver 7.5 units and was unsure how much of that bolus she received. She reported that the infusion device also failed to alarm e1 on a separate occasion approximately 2 weeks ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.